Event description:
Account stated that he has no head down electrically, but when the head is in the up position, the head will drift down, CPR is functioning. Account stated that this did not happen until he replaced the head down valve, account was not sure he had the valve in correct, he will swap the valve with a known working valve and call us back.

Manufacturer narrative:
Three attempts were made to resolve this with the customer without success.